Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device was very quiet and had no impaction force was confirmed. The device was visually inspected, and it was found that the device failed visual inspection. The impactor functioned with low power. The rear housings was removed. The impactor was tested for leaks and wire damage. There were no leaks and no notable wire damage. The rear can plug was removed and there was audible air expulsion from the rear can hole. The impactor was re-tested, and the anvil did not retract although the low power failure was still apparent. The impactor exceeded the minimum 2.5 hour cooling time. It is not apparent why there was a built up vacuum within the impactor. The impactor was still experiencing low power. The impactor was further broken down. It was observed the piston driver could freely rotate which is abnormal. The pcba and drive body were removed which revealed broken pieces of drive key, two broken drive key screws, and an abnormal piston driver glide ring. The glide ring did not have a gap large enough for the drive key to seat normally. The assembler did not catch the supplier defect (glide ring) and assembled the drive key on top of the glide ring. This allowed an abnormal side load on the drive key which broke the two screws and allowed the piston assembly to freely rotate during impaction. It was determined that the cause for the found defect is a confirmed manufacturing error; the low power cause was due to supplier defect of the piston driver glide ring. The anvil retraction issue could be contributed to the low power defect caused by the piston driver wear ring. The piston assembly could not fully release the accumulated vacuum once the assembly broke. The assignable root cause of these conditions was determined to be related to a manufacturing issue. A review of the device history was performed and no non-conformance's were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device was very quiet and had no impaction force and was not functioning. It was reported that a second battery device was used, and the problem was not resolved. It was reported that the surgeon switched to a manual broach/mallet impaction. During in-house engineering evaluation it was determined that the printed circuit board assembly (pcba) and drive body were removed which revealed broken pieces of the drive key and two broken drive key screws that allowed the piston assembly to rotate freely during impaction. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.